Manufacturer narrative:
One contour abutment cuff was returned for inspection with a retaining screw and fractured fixture removal tool. The abutment shows signs of damage at the internal drive feature, and the screw is noted to be heavily damaged at the head. The drive feature of the screw is stripped and no longer functions as intended. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint alleges they were unable to unscrew the abutment. The complaint was confirmed upon inspection. A root cause for the abutment damage could not be determined. The following sections were updated: date of this report, date received by manufacturer, follow-up number, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add evaluation codes, additional narrative.

Manufacturer narrative:
Patient weight unknown/not provided. The abutment and abutment screw (mhlas) are sold as a bundle. Device lot number is unknown/not provided.

Event description:
The doctor indicated that during a procedure on (B)(6) 2016 they were unable to unscrew the abutment (zoa451s), it took two hours for removing it.